Event description:
The user facility reported a 49 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a purge sidearm crack at the side arm luer. A purge bypass was performed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm damage has been completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge damage was sidearm yellow luer damage due to sodium bicarbonate use. This report is being filed as part of a retrospective review of historical records.